Event description:
It was reported that the stat lock included with the catheter after it was replaced with (B)(4) , but one of the four claws on the retainer was broken. It was bent, not broken off completely. There was no reported patient injury. No other information was provided. 6/26/2024 - during evaluation of the returned statlock, the gates could be closed completely but the left gate could be easily opened.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent securement post along the statlock device is confirmed but the root cause could not be determined. One crescent fixed post statlock stabilization device was returned for evaluation. An initial visual observation showed some use residues along the device. Both gates were open upon the return of the statlock device. A microscopic observation revealed bends at the gate hinges of the statlock device. The upper left securement post appeared slightly at an angle. No plastic deformation could be seen along the securement posts from attempts of trying to close the gates completely. A functional test of attempting to close each gate on either side of the statlock device revealed both sides closed completely; however, the left gate could be opened slightly easier than the right gate. Because plastic deformation could not be found along the tip securement post but a bend was observed along the securement post, the complaint of a bent securement post is confirmed. Potential causes of damaging the securement post include closing the gates at an angle or other unknown causes. This complaint will be recorded for future trending and monitoring purposes.